Event description:
Pt's one touch ultrasmart meter would only prompt "apply sample". Pt did not have any symptoms at the time of concern. Pt was unable to obtain results. The pt did contact a medical professional for advice. Pt did not have any other meter to test with at the time of concern. It is unknown how long the meter had been having the issue. The customer service rep discovered through troubleshooting that the pt had been using enough sample for testing, pt was using correct testing techniques, and the meter was new. The pt re-tested with a new strip, with sufficient sample size, and also attempted to re-test with a new vial of strips and the test did not start. The meter and test strip were replaced. There was no evidence of an adverse event.